Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/25/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device fell apart when it was handed to an assistant. No piece of the device fully detached and no patient injury occurred. Examination of the received device on (B)(6) 2016 found the device broke in a way that the knife is exposed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016, date of follow-up report: 11/09/2016. One used lf1212 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the weld was broken on one side of the device, exposing the knife. Further examination of the break found signs that the weld had been properly made during manufacture, and the damage likely occurred during use. The investigation identified the root cause of the reported issue to be rough and unusual use by the customer. A review of the device history records for this lot found no potentially contributing factors to the reported issue.